Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that her mother was hospitalized due to high blood glucose on an unknown date. Blood glucose was unknown at the time of hospitalization. Current blood glucose level was 132 mg/dl. Customer mentioned that she gave herself bolus and insulin pump wont gave her insulin and she went to the hospital. Customer stated that hospital gave her insulin via manual injection. Customer confirmed that the reservoir was still full. Customer changed out infusion set and still no insulin going out. No further details given. It was unknown if the user was using auto mode at the time of reported incident or not. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer advised they were walking when they lost balance (age related) and then fell. Customer advised fall was not insulin pump or diabetes related. Customer advised the fall caused their pelvic bone to break. Customer was admitted to the hospital due to the fall. Hospital disconnected them from the insulin pump and reverted them back to shots. The hospital details were not provided as hospitalization was not due to diabetes or the insulin pump. The automode was not active.